Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high thresholds, undefined high impedance and a possible fracture. The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.